Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 4155550. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that there were two incidents of blood leakage while blood was being drawn into a 13x75 mm 3.0 ml bd vacutainer® plus plastic whole blood tube. For the first incident, a phlebotomist had to have his/her clothing decontaminated. For the second incident a blood spill had to be cleaned up. There was no report of blood exposure to mucosal membranes, injury, or medical intervention.